Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. The surgeon was unable to provide further info. (B)(4).

Event description:
An optometrist reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. In a f/u, the optometrist indicated that the surgeon does not blame the iol for the event. The surgeon plans to exchange the lens. Additional info was requested; however, the optometrist was unable to provide further details. No further info is expected.